Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge did not deplete as intended. Reportedly, the battery takes longer than usual to increase in charge despite being on charge for an extended period of time. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.